Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 439688 lead, implanted: (B)(6) 2013; 305c225 tissue valve, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)'s longevity performance was less than expected for the programmed parameters and therapy use. The ICD was explanted and replaced. Additionally, it was reported that a right ventricular (rv) lead was attempted to be implanted but the lead could not fit into the vein. The lead was not used. No patient complications have been reported as a result of this event.